Event description:
The customer reported via phone call that a piece of plastic was missing from their insulin pump. Customer stated the damage was located near the battery compartment. Customer's blood glucose was 80 mg/dl. The customer stated their insulin pump has been hit in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan as the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with a severely scratched display window, a cracked case at the display window corners, broken battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.